Event description:
User facility mandatory medwatch received that stated: "dad came out of the room and said pt had disconnected IV. Pt was sitting on mom's lap and found IV tubing, t-connector had broken and was bleeding back. The t-connector was changed and new connector flushes easily. This is the first of two events that happened with the same lot number and same device. The exact same things happenend. The second event happened two days later. The tubing was broken right at the needle less port connection. This device could not be tested. However, a new extension set was opened from a different lot number. The tubing was pulled and manipulated to try to duplicate problem. The set that was tested held up to the abuse." Upon further query, the customer contact reported a tubing separation with subsequent bleed back. The customer contact indicated the tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the clave adapter. The tubing was clamped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.